Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-dec-2019 with the following findings: a visual inspection of the returned battery cap revealed the top slot was stripped making it difficult to tighten to the pump and remove from the pump. A review of the pump¿s black box history showed evidence of the user installing partially discharged batteries. During investigation, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a power (battery life w/damage) issue. It was reported that there was damaged to the pump and battery cap. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.